Manufacturer narrative:
The reported events of ¿the stylet was very difficult to insert ¿ and low lead impedance were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found severely overtorque and broken of the inner coil consistent with the procedural damage. The stylet insertion test could not be performed due to the as received condition of the inner coil. Electrical testing performed found an internal short due to the inner coil shorted against the inside of the connector ring caused by over-torque of the inner coil. The cause of the reported events were isolated to overtorqued of the inner coil in the connector region consistent with the procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet was very difficult to insert into the new right ventricular (rv) lead. The rv lead's pacing lead impedance was also below the normal range when connected to a pacing system analyzer. The (rv) lead was removed and replaced. The procedure was completed without complications. The patient was stable.